Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation was deflation.

Event description:
Healthcare professional via nbir reported "deflation" against left device. The device has been explanted.